Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regx2173 showed one other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility.

Event description:
It was reported by the customer "on day of insertion PICC without blood return and difficulty flushing. Line pulled back (tip in atrium) but line continued to have issues. Line declotted about every 2 days until (B)(6) 2023 when line rewired by ir (pt could not tolerate bedside procedure). 1/31 referred to onc PICC team for evaluation of exchanged ir PICC. Line found kinked under statseal ring pulled back and redressed."

Event description:
It was reported by the customer "on day of insertion PICC without blood return and difficulty flushing. Line pulled back (tip in atrium) but line continued to have issues. Line declotted about every 2 days until (B)(6) 2023 when line rewired by ir (pt could not tolerate bedside procedure). On (B)(6): referred to onc PICC team for evaluation of exchanged ir PICC. Line found kinked under statseal ring pulled back and redressed." No other information was provided. Additional information received on 2/28/2023: admission diagnosis is malignant neoplasm of endometrium. Catheter was secured with securacath. Customer reports there was no long-term harm for the patient. Additional information received on 5/25/2023: catheter inserted 11cm above the antecubital fossa with 3cm left external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Event description:
It was reported by the customer "on day of insertion PICC without blood return and difficulty flushing. Line pulled back (tip in atrium) but line continued to have issues. Line declotted about every 2 days until (B)(6) 2023 when line rewired by ir (pt could not tolerate bedside procedure). On 1/31 patient was referred to onc PICC team for evaluation of exchanged ir PICC. Line found kinked under statseal ring pulled back and redressed." No other information was provided. Additional information received 2/28/2023: admission diagnosis is malignant neoplasm of endometrium. Catheter was secured with securacath. Customer reports there was no long-term harm for the patient.